Manufacturer narrative:
Device not accessible for testing: the customer's cath lab teacher evaluated the iabp unit and observed alarm #26, "check iab catheter" and "leak in iab circuit." The pneumatic system, safety disk, combination valve and other functions were checked on the iabp unit and all parameters were observed to be in normal range. The iabp unit was then ran on a simulator and test intra-aortic balloon (iab). Communication to the cath lab doctor revealed that the patient's serious vascular calcification was suspected to have perforated the iab causing the iab to "beat back" normally. The surgeon and cath lab teacher explained the situation and agree that this was the reason. The iabp unit was then cleared for use and returned to the customer. Additional information is being requested and will be reported if it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was unable to be used for anti-blogging and the cath lab teacher was contacted. The intra-aortic balloon (iab) was unable to be removed from the body. It was later reported that the iabp unit displayed leak in iab circuit alarm and check iab catheter. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.